Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
Patient called in and reported that he is receiving an air detected in cassette and noticed fluid on his floor from the supply bag line tube but does not see a hole. Patient currently is in dwell 4/5. The patient was advised to cancel treatment and follow up with his nurse. Additional information has been requested.